Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are unknown as the stent grafts were implanted at a different hospital. It was reported that the patient presented with a ruptured abdominal aortic aneurysm. An angiogram was done and showed that the stent graft had migrated and there was a proximal type I endoleak. The patient had no aortic neck (no seal zone). The physician decided to explant the stent grafts and replaced it with a dacron graft. The explanted stent graft is being retained by the user facility. It was also noted that the physician knew this patient had a type I endoleak but the patient was not suitable for endovascular repair because of the anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation and tortuous anatomy.). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; no proximal neck).